Event description:
Failed arthroplasty. Update from sales rep (B)(6) 2013; the restoration modular distal stem fractured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding crack/fracture involving a restoration modular stem was reported. The event was confirmed. Visual analysis indicated the modular stem component was fractured approximately 3.8 inches from the distal tip. The fracture originated along the laser marked lot code that was oriented near the lateral edge of the assembly. A significant portion of the fracture surfaces were damaged by post-fracture abrasion. A material analysis has been performed. The material analysis report concluded: the modular stem component fractured in fatigue, propagating medially from the lot code laser marking located near the lateral stem surface. No material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that:radiology confirms the stem fracture in the distal stem which is undersized relative to the femoral canal while the proximal implant body is surrounded by multiple non-healed bone fracture fragments and two dall-miles cables have ruptured. Root cause for failure as such is the inadequate primary stabilisation of all the bone fracture fragments in the proximal femur at the index revision arthroplasty of 2010. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the root cause of the stem fracture in this obese patient event was determined to be inadequate primary stabilisation of all the bone fracture fragments in the proximal femur at the index revision arthroplasty of 2010.

Event description:
Failed arthroplasty. Update from sales rep (B)(6) 2013; the restoration modular distal stem fractured.